Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device, after a diagnostic procedure. Reportedly, after deployment of the sutures, difficulty removing the device was noted as the sutures appeared to be caught in the suture bearing. Hemostasis was ultimately achieved with the sutures from the proglide device. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿device became stuck in the patient anatomy¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event. D4; the lot number has been corrected from unknown to 1011541. H6: health effect impact code 4648 removed.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device. Reportedly, the proglide device became stuck in the patient anatomy [difficulty to remove]. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.